Event description:
The patient had two leads (from the same lot) implanted as part of her scs system. It was reported the patient's scs system was explanted and replaced. The patient developed new sacroiliac joint pain that was not covered by her existing implanted system. Additionally, abdominal stimulation was felt to be involved. The patient requested her entire system be explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.